Event description:
Patient was revised to address loosening of the femoral component at both interfaces. Depuy cement was used at the time of original implantation. Poly wear/debris and osteolysis were also reported.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of supplied patient x-rays and medical records did not confirm the reported event. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to find evidence of product error or determine a root cause, a need for corrective action is not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.